Event description:
This report is to advise of an event observed during analysis confirming exposed wire of the speaker assembly.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection revealed functional damage to speaker assembly in the form of a broken connection between with an exposed wire. The unit generated appropriate audio with no distortion or discrepancies once a speaker assembly was used in place of the one returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported speaker damage could not be determined.